Event description:
It was reported that during an upgrade generator change out procedure this non-boston scientific right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements, measuring 2466 ohms. Additionally, it was noted that thresholds were high measuring 2.5@.05. It was noted that the patient paces very little, so the lead was left alone. Subsequently, the implantable cardioverter defibrillator (ICD) was explanted and replaced successfully, and the non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during an upgrade generator change out procedure this non-boston scientific right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements, measuring 2466 ohms. Additionally, it was noted that thresholds were high measuring 2.5@.05. It was noted that the patient paces very little, so the lead was left alone. Subsequently, the implantable cardioverter defibrillator (ICD) was explanted and replaced successfully, and the non-boston scientific ra lead remains in service. No adverse patient effects were reported.